Event description:
The customer reported that the generator was involved in a fire in the operating room. The biomedical engineer reported he believes the staff was pulling a re-usable cable out (a non-covidien product) from the generator and an exposed wire on the cable worn from misuse caused a spark that initiated the fire. The biomedical engineer did not believe the unit was the direct cause, but they wanted an evaluation of the generator. There was no pt injury.

Manufacturer narrative:
(B) (4). Testing found the output for coag at the 30 watt setting was 3ma high out of specification and that the rem frequency was 6khz low out of specification. These out of specification conditions did not cause or contribute to the reported incident. All other parameters were normal and within specification. The e6008 monopolar foot switch and the e6009 bipolar foot switch were tested and functioned normally. The medwatch report indicated that the site believes the fire was due to a damaged reusable cord that was improperly being pulled from the generator.